Event description:
It was reported that upon removal of the liberte' otw stent delivery sys, the distal end of the stent was flared. The procedure was successfully completed with another of the same devices. No pt injuries or complications were reported. Pt status is reported as "good". The customer will not provide any add'l details regarding this event.